Manufacturer narrative:
Product complaint # (B)(4) h3 investigation summary: the product was returned to ethicon for evaluation. One winding former with a detached needle, one empty foil and one suture were received for analysis. Product code vcpb840d. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification, and no suture remnant was observed. The suture piece was examined, and the insertion mark could not be observed due to the presence of body fluids at the end of the strand. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: when did the suture detach (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Unk please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. (B)(6). Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). The device has been received at sukagawa and will be shipped. Please check rmao.

Event description:
It was reported by a sales rep that, during an unknown orthopedic surgery, the suture was detached easily. It was a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. Affiliate reference number: (B)(4). Please take photos for japanese customer.